Event description:
Used an over the counter generic adhesive bandage which contained an antiseptic listed on the ingredients as benzalkonium chloride. When the bandage was removed, the rectangle where the pad touched the skin had broken out. We had to treat her with topical antihistamines.